Manufacturer narrative:
(B)(4). The device has been received by baxter (B)(4) personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced an air detected set alarm. This condition had the potential to interrupt delivery. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where "channel a is repeatedly failing the air in line test with 14.5 psi back pressure" was confirmed during product evaluation. The root cause of this condition was assigned to the air in line board being out of calibration. In order to correct this condition, appropriate testing of the device was performed per baxter procedure. The air in line sensor was also recalibrated.